Event description:
It was reported to boston scientific corporation that endovive initial placement peg kit was used during a procedure (date is unknown). According to the complaint, there was deformation in the peg tube. The device had been in place approximately one year and was replaced on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however it was reported the patient was born in 1941 and is about (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.